Manufacturer narrative:
The cause of the falsely elevated cre2 result is unknown. The siemens healthcare diagnostics customer care center representative directed the customer to perform cleaning procedures on the sample probe and drain. After these procedures were completed by the customer, no additional discrepant patient results were obtained. The customer was cautioned to observe the cre2 instructions for use regarding sample handling. "Serum and plasma can be collected using recommended procedures for collection of diagnostic blood specimens by venipuncture. Follow the instructions provided with your specimen collection device for use and processing. For serum, complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells as soon as possible with a maximum limit of two hours from the time of collection." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated creatinine (cre2) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on the same instrument and on an alternate instrument and lower results were obtained. A corrected report was issued. Patient treatment was altered on the basis of the initial falsely elevated cre2 result. The patient was supposed to have a pericardial effusion performed at another facility but because of elevated original cre2 result the procedure was cancelled. There was no report of adverse health consequences as a result of the falsely elevated cre2 result or the cancelled procedure.